Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an egd procedure on (B)(6) 2025. During the procedure, the cinch wire broke, as a result, the cinch failed to deploy. Endoscopic scissors were used to free the cinch from the patient and remove the device. The procedure was completed with another device from a different model. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of cinch wire break. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11 the returned suturing cinch was analyzed. The device was returned with the cinch. During the visual inspection it was found that the working length was cut, the handle cannula was kinked, and the wire cinch break. For this reason, there is enough evidence to confirm the reported events of cinch wire break and cinch failure to deploy. Most likely, procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For this reason, this event is catalogued as adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. For the event additional device required, it happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Finally, the breakage of the cinch wire and the deformation of the handle cannula directly compromise the system's ability to deploy the unit, since both components are critical for transmitting the necessary force and motion during activation. The damage to the working length and the wire failure prevent the cinch mechanism from functioning properly, resulting in deployment failure and requiring removal of the device with additional tools. These issues not only delay the procedure but also increase the risk of adverse events related to the intervention, which supports the investigation's determination that the incident corresponds to an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an egd procedure on (B)(6) 2025. During the procedure, the cinch wire broke, as a result, the cinch failed to deploy. Endoscopic scissors were used to free the cinch from the patient and remove the device. The procedure was completed with another device from a different model. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of cinch wire break. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.